Event description:
It was reported the pump works wonders when the patient can get it filled. The patient was 2 weeks over this last time and the patient went through morphine withdrawals. Per the patient it was ¿terrible¿ and ended up in the hospital in ¿terrible shape¿. The patient tried for 2 solid weeks to find a healthcare provider to fill the pump. No one was interested in helping the patient. The patient finally got it filled on (B)(6) 2014 where it cost the patient $300 cash. The patient had until the (B)(6) to come up with $300 if they will fill it again. The patient was on a fixed income and money doesn¿t come easy. Per the patient had they known what was coming they wouldn¿t have had it put in although it was wonderful. The pump was used to deliver morphine. Patient outcome not reported. Further follow-up was being conducted. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).